Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she thinks it is her supplies that are causing the issue for the no delivery alarms. Customer reported that the alarm was resolved by a complete set change. Product is returning based on customer's request. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.